Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with loud motor noise during testing due to faulty motor. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a keypad anomaly on their insulin pump. Customer stated there was a loud noise coming from the insulin pump. It was also found the customer's insulin pump would freeze up. Customer's blood glucose was unknown. Customer would not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.